Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-21172. The patient has one supra-orbital (off-label) model 3186 lead, and two occipital (off-label) model 3186 leads with the same lot number. It was reported the patient experienced pain on the left frontal part of her head with stimulation. The patient was advised to turn stimulation off and consult with the physician if the pain continues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.